Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment and into insulin pump during bolus delivery. Customer's blood glucose was 416 mg/dl. Customer declined troubleshooting for high blood glucose and moisture exposure.